Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, customer reported the bedside monitor (bsm-2351a sn: (B)(6) was giving erratic readings and would drop in and out. This was tested on a simulator with new trunk cable and lead sets. The unit would work for a few minutes but then started to give erratic readings and come in and out. Customer did not think the ECG socket was loose. Service requested: troubleshooting/exchange. Service performed: customer was advised the device was oel and nka no longer services them. Customer did not feel comfortable doing the repairs themselves and understood they would have to purchase new equipment from their sales representative. Investigation result: the bsm warranty began 08/19/2007, which is over 11.5 years prior to the reported issue. A review of device history found no previously reported issues with the unit. The unit was not returned and no nka evaluation was performed. The reported issue was not confirmed. Information on the condition of the unit is not available. Per bsm-2300a series service manual, a maintenance check should be performed once every six months. A maintenance check sheet is included in the service manual, which includes checking the vital sign parameters. Customer's maintenance information for this unit is not available. There is no sap record of nka servicing performed on this unit. The bsm-2351a model was discontinued on 08/03/2011 in mbg-110308a due to the introduction of the bsm-6000 series monitor. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty and support period. Due to the age of the unit, possible root cause is maintenance needed. This issue is not suspected to be caused by deficient design. Correction: d4. Serial #. Incorrect serial # listed on MDR initial report. Corrected on MDR follow up report 001. F9. Approximate age of device. Age of device incorrectly calculated based on incorrect serial # and manufacturer date. Corrected on MDR follow up report 001. H4. Device manufacture date: based on incorrect serial #. Corrected on MDR follow up report 001. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the bsm (bedside monitor) is giving erratic readings and will drop in and out. No patient harm or injury was reported.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) is giving erratic readings and will drop in and out. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) is giving erratic readings and will drop in and out. No patient harm or injury was reported.